Event description:
Customer reported hospitalization due to coma caused by low blood glucose. The paramedics were called. The blood glucose reading was 20 mg/dl. Customer overdelivered insulin during a manual bolus. The customer was not taken to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.